Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 6944-65 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was also reported the patient's right ventricular (rv) lead exhibited high thresholds. The output of the rv lead was adjusted and lead remains in use. No patient complications have been reported as a result of this event.